Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "worn system membranes". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra"

Event description:
It was reported that the patient was hospitalized for an uti while using the catheters. The patient stated he received bladder irrigations twice a week from his doctor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was hospitalized for an uti while using the catheters. The patient stated he received bladder irrigations twice a week from his doctor.